Event description:
A nurse reports one probe was bent when it was removed from the package and one probe tip broke during cataract surgery. The probe was changed-out and the surgery was completed with no further complications. There was no pt injury/impact associated with this event.

Manufacturer narrative:
The investigation, including root cause determination, is in progress.